Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right ventricular (rv) leadless pacemaker (lp) exhibited high capture threshold. Repositioning was attempted, but then its helix was stretched. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.